Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Evaluation summary - the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. The injury reported for this patient, surgical incision, additional info was requested on 10/02/2007 by phone and on 11/07/2007 and 11/19/2007 by mail and on 11/19/2007 by fax. This report was mailed to the FDA on: 05/16/2008.

Event description:
A surgeon reported "bubbles" on intraocular lens (iol) in both eyes of a pt following intraocular lens (iol) implant surgery. The surgeon stated there was no visual acuity issues with this pt. The wound was widened for this eye. There are two medwatch reports being filed for this report. #1119421-2008-00347-first eye. #1119421-2008-00353-second eye.